Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the technician's statement, reported issue was reproduced during on-site visit. During troubleshooting update of the software was attempted. Additional technical error indicating disabled valves was generated . Monitoring board was replaced and software was updated to version 4.4 to solve the issues. Additional technical error indicates that the valves_disabled signal has stopped power supply to gas modules and safety valve (ventilation disabled). If a defect related to the reported error code appears during ventilation, ventilation will stop and audiovisual alarms will be generated. Initially reported communication error is not considered safety related, as it will not affect ongoing ventilation. Monitoring board handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure. It is a part of the subsystem monitoring mon. The monitoring subsystem features alarm and monitoring functions, calculations, trending of measured values and is also the can-bus master. Provided device's logs are not complete. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to monitoring board.